Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with intermittent right ventricular (rv) capture. Programming changes were made to restore normal parameters. The patient was stable.